Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in (B)(6) alleging the meter was prompting "please insert another strip." This complaint is being reported because the alleged issue was not resolve with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to a adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up ((B)(4))-device evaluation: lifescan received the meter involved with the complaint and completed device evaluation on (B)(4) 2013. The returned meter failed testing. The alleged error message was confirmed in the meters error log: however, the error message was not reproducible during investigations. The cause of the reported error message is unknown. In addition, the test strip...

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.